Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and performed running test for 4 days with no occurring problem. The reported incident was not duplicated. All functional and safety tests were performed to factory specifications, and the iabp was returned to customer and cleared for clinical service.

Event description:
It was reported that during cardiosave intra-aortic balloon (iabp) therapy, an alarm occurred and the iabp shutdown in a couple of minutes. According to the fault log, error code #112 was observed to have occurred at the time of the alarm. The customer rebooted the iabp and pumping was restarted normally. The intra-aortic balloon (iab) was removed in the morning and iabp therapy was discontinued. No patient injury or adverse event was reported.